Manufacturer narrative:
Manufactures investigation conclusion: the pump has not been returned since the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Additional information was requested but not provided.